Manufacturer narrative:
Device was not returned for analysis.

Event description:
The svsd1 and svsr1 were used during a laparoscopic vein harvest. The scope would not insert properly into the subcu-dissector. It was blocked at the junction of the metal shaft and the plastic spoon. A similar problem was found with the subcu-rectractor. Devices from kit ftv01. The procedure was abandoned and the surgeon converted to an open procedure.